Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site and was treated with oral and intravenous antibiotics. However, the issue could not be resolved. The device was then explanted on (B)(6), 2021. Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on nov 2, 2021.

Event description:
The device was explanted (date unknown and reason for explant unknown). Further information is being sought from the clinic. The device analysis report is attached.